Event description:
It was reported that while in the middle of the procedure, the footswitch would not respond when pressed. The laser system was no longer able to be utilized; therefore, the case was converted to bipolar (an alternative surgical procedure). It was reported "no pt injury."